Event description:
It was reported that the balloon was put in three weeks ago, and is now almost completely deflated, as visualized on MRI. Local anesthetic was injected into the workspace prior to balloon insertion, eliminating the risk of having been popped with a needle. The balloon has not migrated, it is seated in its original position. Based on MRI, there is a small amount of fluid still present, but it has significantly decreased. Product was not expired and was used for on-label indication. Measurement was taken accurately and the correct size was fitted to the patient. Patient has already undergone an initial rcr and two subsequent revisions, the latter including the inspace implant. This will result in a fourth surgery for patient, resulting result in delayed healing due the device needing to be replaced and prolonged therapy and full recovery due to the need of revision surgery.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.